Event description:
Customer reported that unit of measure setting of his unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.